Event description:
It was reported that the lead exhibited far r wave oversensing. During explant, an insulation degradation was noted. The lead was replaced.

Manufacturer narrative:
Final analysis found the proximal insulation damaged and the coil drawn out at 6 cm from the connector pin. Two filars were fractured at 9.3 cm and 16 cm from the connector pin. One of the filars broke due to fatigue, and the other had a mixed fracture which may have occurred at explant. The insulation degradation is most likely due to abrasion and the possible use of diathermy which overheated the material.